Event description:
A review of service data detected a reportable event. During servicing, the trunk cable was damaged on electrode belt sn (B)(4). The last pt to user this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable was ripped form the electrode belt distribution node. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.